Event description:
This female pt with a history of peripheral artery disease, hypertension, hyperlipidemia, diabetes, and a family history of cad was admitted for coronary stenting and had a 3.0 x 23mm cypher select stent implanted into the proximal circumflex artery (lcx). No add'l pt, product or procedural info is available for this procedure. Approximately seven months later, the pt returned (reason unk). She was currently taking clopidogrel, aspirin, lipid lowering (non statins), beta-blockers. Angiography revealed an instent restenosis of the previously placed cypher select stent in the proximal lcx. The lesion was smooth, readily accessible, and concentric, with no bifurcation, no angulation, and no calcification. It was treated with the implantation of a cypher select 13 x 3.00 mm deployed to 16 atm. Thirteen months later, the pt was re-hospitalized for angina. Angiography revealed a second occurrence of restenosis at the side of the 3.0 x 13mm cypher stent in the proximal lad. The lesion was not treated. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. In this case, there is no evidence to suggest that this event is related to a manufacturing issue or device defect. Based on the limited available info, there are pt factors that may have contributed to this reported event of restenosis.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #: 9616099-2008-01569.